Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.

Event description:
The customer reported that she went to the emergency room due to high blood glucose levels over 600 mg/dl. The infusion set was removed, and the cannula was bent. The customer felt that the insulin pump was not the cause of the elevated blood glucose levels, and declined troubleshooting. Nothing further was reported.